Event description:
While requesting assistance with a bad sensor alert and calibration errors, customer reported having a blood glucose level of 46 mg/dl. Customer reported treating with food. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.